Event description:
It was reported that, once this newly implanted right ventricular (rv) lead was plugged into the pacemaker, pace impedance trends measured greater than 3000 ohms. Noise was also seen on the lead. The physician decided to remove and replace the lead. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.